Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 5052 washer. No issue with the function or operation of the washer were identified. No repairs were required; the unit was returned to service. After speaking with user facility personnel, the technician was informed that the employee subject of the event had noticed something sticking out of the door of the unit as the door was closing. The employee attempted to push the object back into the washer causing them to pinch their finger between the door and the bottom of the washer allowing the reported event to occur. As designed, the washer's safety bar was activated, and the washer's door raised in height upon contacting the employee's hand. The root cause of the reported event can be attributed to user error as the employee had not loaded the rack properly and reached their hand inside as the door was closing. The amsco 5052 washer operator manual (pg.1-1) states: "warning - personal injury and/or equipment damage hazard: while loading instrument racks, do not place miscellaneous articles on the sides of instrument trays. Incorrect rack loading/overloading could lead to injury and/or damage to the equipment or instruments." The amsco 5052 washer operator manual (pg. 1-1) also states: "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction." While onsite, the technician counseled user facility personnel on the proper use and function of the amsco 5052 washer specifically, loading the racks properly. No additional issues have been reported.

Event description:
The user facility reported an employee injured their finger while operating their amsco 5052 washer. Medical treatment was sought and administered.